Event description:
Boston scientific received information that this right ventricular (rv) exhibited a lead safety switch for out of range impedance measurements of greater than 2500 ohms. There was also loss of sensing and capture noted. The lead was reprogrammed to a bipolar configuration to avoid stimulation, and the patient will be seen soon to evaluate. To date, the lead remains implanted and no adverse patient effects have been reported.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
New information became available that this lead was surgically abandoned and successfully replaced.

Event description:
New information became available that this lead is fractured. The physician stated that there is a change out procedure scheduled very soon.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available, this report will be updated as necessary.